Event description:
A customer reported that their pump screen was dark and wouldn¿t turn on despite attempts to reset and charge it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer on troubleshooting steps, including confirming no power source was connected and using known functional charging supplies, but the pump screen failed to turn on. Consequently, technical support decided to replace the pump. The customer understood and acknowledged the instructions for returning the malfunctioning pump and using a backup therapy to ensure continued insulin delivery while waiting for the replacement pump, which would include updated software. Training for the new pump was made available to the customer through their tandem source account.